Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet display showed three lines in the center of the blue circle with no glucose readings, and the pump¿s alarm history indicated multiple brief sensor issue alerts consistent with an intermittent communication failure between the dexcom g7 sensor and the system, implicating an electrical/magnetic component, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure related to the device¿s electrical/magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.